Event description:
A pharmacy technician was filling a baxter 150 ml intravia container with penicillin for a patient, and noticed a floatie inside the bag. The medication was filtered out of the bag and placed in another container. The floatie has been highlighted and saved.